Event description:
It was reported that a volume discrepancy at a refill with the original pump had occurred. The pump was filled with saline and set at a minimum rate. It was not provided what medication this device system delivered at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: catheter. (B)(4).